Event description:
It was reported via repair work order that the headend lift was drifting and it was also reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was drifting due to worn lift nuts. It was also reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the headend lift was drifting due to worn lift nuts.